Event description:
Same case as: 2134265-2013-07916. It was reported that a vessel perforation occurred. The patient was undergoing a percutaneous coronary intervention. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal and mid left anterior descending artery (lad). A non bsc guidewire was advanced to the lesion and then replaced with a 330 cm rotawire. A 1.50 mm rotalink burr was then advanced for rotational atherectomy treatment. Ablation was performed in the proximal and mid lad. Angiography was then performed and it was noted that a vessel perforation occurred in the mid lad. The perforation was successfully treated with coils and the patient was sent for coronary artery bypass graft (CABG) surgery.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).